Manufacturer narrative:
The device evaluation found a forceps instrument channel malfunction and a leak was found on the scope cover. In addition to the reportable finding documented in b5, the non-reportable findings are as follows: water tightness was lost due to wear of the scope cover, the switch was cut, the flexibility adjustment ring, grip, objective lens, connecting tube and the universal cord, had a scratch; the air water and suction cylinder had discoloration; the switch flexible printed circuit, circuit board unit in the suction connector, cable unit, plug unit and scope connector case unit had corrosion due to a water leakage; due to corrosion on the plug unit e216 error occurred, the plastic distal end cover had a chip, and due to damage on nozzle water removal ability and wear of the angle wire the bending angle in the up direction they both do not meet the standard value. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that during preparation for use, the evis exera iii colonovideoscope demonstrated a communication error with various processors and displayed colorful dots in the image. There was no report of patient harm due to the event. There were no reports of patient harm associated with this event. The device was returned to an olympus service center for evaluation. During inspection, foreign material was found in the auxiliary channel. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope cover. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.